Event description:
Patient went to see provider because nausea symptoms had returned. Originally implanted in (B)(6) last (B)(6). Impedance was out of range and patient stated that she had been doing a lot of heavy lifting recently. Surgeon scheduled her for a possible lead/ battery revision. Went in and changed the battery. Patient returned back to normal impedance range. Patient is to follow up with surgeon in 2 weeks.

Manufacturer narrative:
Patient had battery replacement due to return of symptoms. Impedance out of range. Patient is doing fine with new battery. No further action to be taken.